Event description:
It was reported that the caller did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who advised trying another cartridge from a different lot number. The customer proceeded to complete the fill tubing process independently and resumed insulin therapy.